Manufacturer narrative:
Technician found loose pins in p379 cable connector which caused this problem. Replaced p379 cable (B)(6) and checked functions to resolve this issue.

Event description:
Complaint alleged that the patient in medsurg room can place nurse call, but response not heard in expected location. No injury alleged by account.